Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.